Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had a broken spike. The following information was provided by the initial reporter: it was reported by the customer that the spike breaking that was experienced with the alaris primary set#: 2420-0007. My apologies for the issue of the spike breaking that was experienced with the alaris primary set#: 2420-0007. Thank you for making us aware of this and providing the lot#. If this occurs again, please ask the end users to save the set, if possible, to send into bd. Having the sample to evaluate is very helpful for the investigation process.